Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported PICC tubing was performed at 14:00 on (B)(6) 2025. Before using the peripherally inserted central venous catheter, nurse had inspected the product: the appearance was intact, no damaged phenomenon, and when puncturing and expanding the skin to prepare for delivery of the vascular sheath at 14:10, she found that the front end of the vascular sheath was cracked by 0.5cm, and replaced with a new vascular sheath.